Manufacturer narrative:
Additional information: patient identifier.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1005 indicative of an open circuit condition during shock delivery and a code 1007 due to capacitor charge time exceeding limitations. It was noted that due to the device being in end of life (eol) device data could not be read. Additionally, technical services (ts) noted that shock episodes are not recorded in eol status. Ts noted that code 1007 was likely due to the battery being depleted and charging not being completed. This ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1005 indicative of an open circuit condition during shock delivery and a code 1007 due to capacitor charge time exceeding limitations. It was noted that due to the device being in end of life (eol) device data could not be read. Additionally, technical services (ts) noted that shock episodes are not recorded in eol status. Ts noted that code 1007 was likely due to the battery being depleted and charging not being completed. This ICD remains in service. No additional adverse patient effects were reported